Manufacturer narrative:
The customer reported that the central nurse's station (cns) will beep 5 times then spontaneously reboot itself. The cns is also unable to do a change device or patient transfer with a gz transmitter. The customer pulled the cns logs and would like them to be looked at. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient information: attempt # 1: 06/23/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; please mak unknown for all, staff do not remember. Relevant tests/laboratory data: attempt # 1: 06/23/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; please mak unknown for all, staff do not remember. Other relevant history: attempt # 1: 06/23/2022 emailed the customer via microsoft outlook for patient information: the customer replied by stating; please mak unknown for all, staff do not remember. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130pa, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) will beep 5 times then spontaneously reboot itself. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) would intermittently beep 5 times then spontaneously reboot on its own. No patient injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would intermittently beep 5 times then spontaneously reboot on its own. The cns was also unable to perform a change device or patient transfer with a gz transmitter. No patient harm was reported. Investigation summary: the reported device was sent in for an exchange and evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was not able to duplicate the reported issue of not being able to perform a change device or patient transfer with a gz transmitter and the cns suddenly rebooting. As such, a root cause cannot be determined. The device has since become a loaner cns. A review of the serial number does not reveal any additional related complaints. A possible cause of the cns suddenly rebooting may be related to improper regular maintenance of the cns. Overheating from dust build up or improper device placement for cooling purposes may have forced the cns to shut down to prevent further damage. Not being able to use the gz transmitter to transfer or change the device may be related to incorrect configuration of the cns or the gz transmitter on the network. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130pa serial (B)(6) device manufacturer data: ni (B)(4) returned to nihon kohden: na additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) would intermittently beep 5 times then spontaneously reboot on its own. No patient injury was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.